Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was noticed that there was lots of smoke, and did not cut. Another unit was opened to complete the case. No pt complications were reported.

Manufacturer narrative:
Investigation details: a visual inspection was conducted on the device. It was observed that the tip of the tri-heater wire assembly on the hot jaw boot had come loose from the end of the jaw. The testing was completed, and it was concluded that the device was working and that the integrity of the cutting mechanism was intact even though the tip of the mechanism had come loose from the jaw. Therefore, the complaint of not cutting is not confirmed.